Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is still crimped under the retractable outer shaft. The handle shows no signs of a release attempt. The red locking tab is still on position. A 0.018 inch reference guidewire could be introduced, the red locking tab was removed and the stent was successfully released. The reported complaint event could not be reproduced. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, we can confirm that no product failure could be determined.

Event description:
The pulsar-18 peripheral stent system was chosen for treatment. During the procedure the stent could not be released.